Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, error code and also had motor error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump went blank on two occasions even after inserting a good battery and insulin pump battery life was diminished. It was reported that the insulin pump had random no delivery alarms, motor errors and error codes. It was reported that the down arrow and act buttons don't always register and had to pressed in the center and rainbow on the screen sometimes made it difficult to read display. The insulin pump will not be returned for analysis.